Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of the patient who was implanted with a neurostimulator (ins) for non-malignant pain, cervical radiculopathy, lumbar radiculopathy. It was reported that patient suffers from deep nerve pain which causes her to feel high heat on her left foot freezing cold sensation felt on left hand. The problem is the permanent ins is not helping with pain - caller stated the trial did work for patient. Patient has tried to increase and decrease stim but nothing seems to help since implant (B)(6) 2019, therapy was not effective for patient. Additional information was received from the patient. It was reported that the trial worked great, but the implant hasn't helped her since the day it was implanted. The patient mentioned wanting the device removed and spoke to the hcp in (B)(6) 2020 about it. The patient met with a rep for an adjustment and she was going to continue working with the rep for adjustments. Additional information was received from the patient. It was reported the patient cant sleep. The patient was not getting the stimulation she needs and mentioned the ins had moved. A rep was reached out to. No further complications were reported.